Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
We were notified that this rv lead was partially capped due to high thresholds on (B)(6) 2013. Shock portion still active. No adverse patient events were reported. Should additional information become available, this file will be updated.